Event description:
It was reported that while the surgeon was tightening the screws, they cross threaded and sheared at proximal end.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. Trend analysis: no trend identified. The compatibility check could not be performed as only one product type was reported. The product compatibility check is not relevant for one product only. Review of incoming information event description: during surgery, the screws sheared at the area of the screw head. Devices analysis visual examination: the screws show signs of usage on the threaded head. On one screw, there is a sheared metal span, which is still connected to the screw. Possible causes for the reported event according to dfmea line 3 : hex / slot stripping during insertion resulting in damaged screws -> due to inadequate interface implant/ instrument; line 26 : defect of medical device due to instruments (non-fitting) -> due to wrong surgical procedure; line 27 : damage of the implants / instruments during surgery -> due to use of inadequate instruments due to lack of compatibility information with other devices. Comparison to investigation results whether it is possible and justification: line 3: possible -> as according maching instrument was not returned for investigation; line 26 : possible -> as it is not known how the instrument was used; line 27 : possible -> as it is not known how the instrument was used. Based on the given information and the results of the investigation, it was not possible to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).